Manufacturer narrative:
It was reported that the device was not used on a patient. No patient or user harm was reported. The service engineer confirmed the 1122-blower temperature high error code displayed. The se replaced the blower to resolve the issue. The unit was operating as intended.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution/reporter phone #: (B)(6).

Event description:
It was reported that the blower temperature was too high. The device was in clinical use at the time of the event. No patient or user harm reported.